Event description:
It has been reported to philips that the system could not do fluoroscopy. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Philips remote service engineer (rse) contacted customer and confirmed that the event did not happen. The customer had reported that the system does not perform fluoroscopy. No further information regarding the issue has been provided. No service has been performed by philips since the case has been cancelled by the customer. The codes were updated based on the investigation outcome. Health impact code was corrected.